Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device aes-50sl arthroscopic energy 50° probe with suction, xl, 18 cm was being used on (B)(6) 2026 and ¿during a hip arthroscopy, the surgeon used a bipolar device, and the black electrode tip detached during tissue cauterization. Particular care had been taken during handling; however, the detachment occurred under direct visualization during use. The black tip became lodged on the semilunar surface of the acetabulum and proved very difficult to retrieve. Multiple instruments were used in attempts to remove it. Ultimately, a disposable urology instrument (typically used for kidney stone retrieval) was required to successfully extract the tip. This resulted in an additional 20 minutes of operative time to allow for its localization and safe removal. The patient¿s acetabular floor was damaged due to the multiple manipulations required to remove the bipolar tip.¿ the procedure was completed with a competitor¿s bipolar device. Per further assessment it was found that there was no medical/surgical intervention or extended stay at the hospital required for the patient. This report is being raised due to the reported injury of damage to the acetabular floor.